Event description:
A male born in 2003, has a history of hemorrhagic acute respiratory distress syndrome (ards) and bone marrow transplant. He received 40 parts per million (ppm) of continuous inhaled nitric oxide for the treatment of ards. The pt was on a 3100a sensormedics ventilator in a high frequency oscillatory ventilation (hfov) unfiltered pt circuit with the following settings: respiratory rate 7 hertz, hfov mode, and total flow rate 25-30 liters/minute. In 2009, a respiratory therapist attempted to perform a low calibration on inovent machine, while on the pt. The inovent machine was running in normal operation mode at 40 ppm and no suctioning or nursing care was being performed at this time. The low calibration failed and the respiratory therapist proceeded to perform a high calibration. Following high calibration which lasted approximately 1 minute, monitored nitric oxide (no) began to rise. When no measured reached 100 ppm, the high no alarmed and the inovent went into electronic shutdown. After inovent shutdown, the pt's oxygen saturation decreased from 88% to approx 77%. He was manually bagged by the respiratory therapist with 80 ppm no and the pt's oxygen saturation resolved to previous level of oxygen saturation in approximately 10 minutes. The inovent machine was replaced and no delivery continued. The pt was manually bagged for about 1 hour. The respiratory therapist deemed the oxygen saturation decrease to be related to the inovent shutdown.

Manufacturer narrative:
The device investigation results are as follows: the error logs indicated multiple instances of low range calibration failure due to the no sensor while in use. The error logs confirmed a system shutdown occurred due to the device monitoring 100 ppm no. Inovent was returned missing the injector module that was in use at the time of the reported incident. The inovent electronic delivery system will not function without an injector module. A new injector module was used in order to test the device. The device monitored 9ppm no on room air after initial boot-up. No dose was set to 40ppm and the monitored no was 42ppm, which is within +/- 8ppm specification. Low range calibration was successfully performed. After which, no measured 0.3ppm on room air. High range no calibration was successfully performed. Following calibration, no dose was set to 40ppm and the monitored no was 39ppm, which is within +/- 8ppm specification. The reported condition of no rising to 100ppm followed by system shutdown could not be reproduced and the reported failure could not be confirmed. The no sensor was replaced as a precautionary measure due to the error logs indicating multiple instances of low range calibration failures due to the no sensor while in use at the customer site. Ino therapeutic/ikaria has assumed specification developer and global regulatory responsibilities for inovent and now holds the 510(k) and the device listing for the device. Inovent was manufactured by datex-ohmeda/ge healthcare and is no longer in production. Future communications or questions regarding inovent mdrs should be directed to ino therapeutics as indicated. We are, per direction from facility, specifying datex-ohmeda/ge healthcare as the MFR. Medically significant.